Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2009 receiving m2a products. Patient's legal counsel alleges a revision is recommended for unknown reasons. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from patient's legal counsel alleges that the revision was due to patient allegations of pain, dysfunction, loss of range of motion, elevated metal ion levels, lack of mobility, a milky inflammatory fluid and metallosis. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces. " and ¿inadequate range of motion due to improper selection or positioning of components. ¿ this report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-01640 & 2013-05468/-05469).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2009 receiving m2a products.. Additional information received from patient's legal counsel alleges that the revision was due to patient allegations of pain, dysfunction, loss of range of motion, elevated metal ion levels, lack of mobility, a milky inflammatory fluid and metallosis. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report for the (B)(6) 2012 right hip revision noted the revision was due to inflammation, synovitis and pain. Operative report further noted the presence of milky inflammatory fluid, metallosis, and a black-stained capsule. The modular head and taper adapter were removed and replaced.